Manufacturer narrative:
Patient information was unavailable from the site. No testing was performed on the system at the site because it was confirmed that this issue was caused by user error. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was unable to send to multiple medtronic navigation systems on site. Each medtronic navigation system would get green lines of communication, but there would be no transfer. They were not able to complete the image transfer using a secondary method either. It was noted that they were able to transfer in an earlier case. Medtronic imaging was aborted during the case, and navigation was aborted as well. It was noted that there were no unused spins. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was later clarified and confirmed that this issue was caused by user error. The site was using a medtronic navigation system that wasn't meant to communicate with the medtronic imaging system. Therefore, there was no communication between the imaging system and navigation system.